Event description:
It was reported that a patient presented with dislodgement and loss of capture noted on the right ventricular lead. The dislodgement was confirmed with imaging. The lead was repositioned on (B)(6) 2024. The patient was stable throughout.